Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that while using an ar-8725-22h, micro compression ft, the surgeon noticed after insertion of the screw that there was an artifact on the distal end of the screw that could be seen via x-ray. This was discovered during use in a index finger dip fusion on (B)(6) 2021. The screw was left in the patient.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified what appears to be a fractured piece of the reported screw in the patient's hand. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.